Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose levels were elevated at > 300 mg/dl, approximately 3 weeks ago. Elevated bgs were treated by administering manual injections. Customer's healthcare provider performed setting changes, and had the customer change out the site. The customer has been okay since then.